Manufacturer narrative:
Follow-up #1 date of submission 11/05/2015. Device evaluation:the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, the keypad buttons were intermittently unresponsive. Evidence of contamination was found around the key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.